Event description:
Driver would not cut during the procedure. The power sense cable was disconnected and it was noticed that one of the prongs on the connector leading to the driver was bent and loose. The cable was reconnected and the driver was used to finish the case with no pt consequence. The unit was tested later and only worked intermittently. The driver was sent in for service.